Event description:
It was reported that during a coronary stenting treatment procedure, shaft fracture occurred. The target lesion was located in the severely tortuous distal right coronary artery (rca). While attempting to access the rca, the shaft of the 3.00x12mm liberte bare metal stent broke in the proximal area of the femoral access site. All of the pieces were removed from the pt and no pt complications were reported. The physician successfully completed the procedure with another liberte bare metal stent of the same size. The pt info is listed as "well". No further info was avail.

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.